Event description:
It was reported that this right ventricular (rv) lead had reached high out of range shock impedance measurements that had activated an alert. Technical services (ts) was consulted and provided possible reasons for the exhibited behavior, and possible solutions. The patient will continue to be monitored. This rv lead remains in service. No adverse patient effects were reported.